Event description:
The needle on the endostich disengaged from the insstrument and remained in the pt's tissue. The needle was removed from the pt without any reported injuries or ill-effects. Procedure type : lap. Nissen